Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Unknown stem, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03884, 0001822565-2019-03880, 0001822565-2019-03883. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip arthroplasty on an unknown date. Subsequently patient is being considered for a revision due to unknown reason. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.